Manufacturer narrative:
The complaint allegation was confirmed. One unpacked ar-2324bcc-1 serial/batch number (B)(6) was received for investigation. Upon evaluating the received device, it was found that the anchor was missing. No damage was observed on the returned suture and eyelet. Upon evaluating the customer's attached picture, the complaint allegation that the anchor was broken was confirmed. Functional testing of the driver outer sleeve and the tb inner member molded swivelock found that the devices smoothly engage. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the implant broke while being screwed into a pre-drilled hole. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.